Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(4) (system 2), is related to case with patient identifier (B)(4) (system 1).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: the customer received readings in the range of (95 mg/dl-100 mg/dl) on system 1, and readings in the range of (150 mg/dl-200's mg/dl) on system 2. The customer could not recall the exact readings. Readings occurred with two different drums of test strips from the same lot/box. Customer is not sure which drums were used with each set of results. No adverse event was reported. Return of the suspect device was requested for evaluation.